Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test due to a faulty force sensor resistor. The device was received with missing end cap sticker, cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked reservoir tube, cracked lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and insulin was squirting out of the tubing during prime. She confirmed that the insulin pump was not bumped or dropped and the drive support cap appeared normal. Blood glucose value was 149 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.